Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to lead dislodgement. This was found during a pre-discharge check. Subsequently, additional surgical intervention took place, and the lead was re-positioned. At this time, the lead remains in service. No additional adverse patient effects were reported.